Manufacturer narrative:
The unit did not have an unexpected battery out limit alarm nor numbers ramping and scrolling on the screen. However, the unit had a button error and no button response due to corroded keypad traces. The operating currents could not be tested for due to unresponsive buttons. The displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test could not be performed due to unresponsive buttons. The unit had a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a battery out limit alarm, an after battery change alarm, and a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 259 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.